Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead had diaphragmatic stimulation after system upgrade. It was also reported that the lead had moved as the patient was moving around too much post procedure. Threshold testing was done and it was observed that threshold measurement had increased from 3.5 volts (v) at 1 millisecond (ms) to 6.5 v - 7 v after stimulation had started. The field representative was unable to check the chest x-ray result and could not provide any information at this time. The pacing and sensing portion of this lv lead was turned off. No adverse patient effects were reported.